Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 21-jan-2026, it was reported by a sales representative via (B)(4) that an ar-13999mf scorpion jaws will not close. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 ¿ the complaint allegation is confirmed. ¿ one unpackaged ar-13999mf serial/batch number (B)(6) was received for investigation. ¿ functional testing was performed and revealed that the jaw on the device will not fully close, making it unable to grasp. ¿ visual inspection noted known deformities or problems with the device. ¿ the most likely cause is attributed to an internal manufacturing issue.